Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/11/2020 investigation conclusion the customer reported the tubing separated as the nurse was putting the chamber into the pump and bi-carb leaked all over. Received was a used infusion set model 11171447 with package lot 20066763. Also received were the customer's equipment/supply return form with reason for shipment noted as "defective - line broke at the pump segment" and a note with the written text "...the normal saline line broke at the pump segment. The part above where we place it into the chamber on the pump. I think this is where the tubing broke for renee's team as well. It is primed with normal saline..." The other reported sample- secondary set model and lot, both unknown, was not received. The set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. It was observed that the silicone segment p/n 12088541 engagement to the upper fitment was pressed together and against a side of the upper fitment while held underneath the ring retainer indicating that this was most likely a manufacturing defect. Minimal fluid was observed within the drip chamber and tubing; however not within the silicone segment and below. The silicone segment engagement to the lower fitment was observed to have no issue and no other issue was observed. Although the defect was observed, functional testing was performed by attempting to reprime the set in which it was immediately observed that the fluid leaked out from the observed defect area. A slight tug of both silicone engagements ends was attempted. No separation between the components was observed. The device history record for model 11171447 lot 20066763 shows the set was manufactured on 21jun2020 with a total of (B)(4) units built. There were no related quality notifications issued during the production build of this set. The customer's report that the tubing separated and leaked was confirmed. The cause of the leak was due to misassembly at the engagement of the silicone segment and upper fitment components. The root cause of the misassembly was determined to be due to operator misalignment of the silicone segment during these components assembly process. A systemic failure investigation for pump segment issues has been initiated (dir 10000335005). Bd tj manufacturing has been made aware and will continue to be monitored for an increase in frequency. H3 other text : see h10

Event description:
It was reported that 2 gem v/nv 20dp 2cv 3ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: we are having a qa issue with the bd alari pump infusion set # 11171447 (xxxxx # 051200) customer email (B)(6) 2020: I have had several complaints that the normal saline line broke at the pump segment. The pat where we place it into the chamber on the pump. I have the lot#(10)20066763 also have had ,today on 6e the nurse was hanging sodium bicarb and when she went to put the tubing in the pump the tubing became disconnected and bicarb went all over. These both happened with the reference number 11171447. In both cases we were extremely fortunate that nothing happened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 gem v/nv 20dp 2cv 3ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: we are having a qa issue with the bd alari pump infusion set # 11171447 (xxxxx # 051200) customer email 31 aug 2020: I have had several complaints that the normal saline line broke at the pump segment. The pat where we place it into the chamber on the pump. I have the lot#(10)20066763. Also have had ,today on 6e the nurse was hanging sodium bicarb and when she went to put the tubing in the pump the tubing became disconnected and bicarb went all over. These both happened with the reference number (B)(4). In both cases we were extremely fortunate that nothing happened.